Event description:
Customer allegedly received the following results on two different meters within 10 minutes: 199 mg/dl, 99 mg/dl (nano) and 62 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the advantage system. Reference medwatch with (B)(6) for the nano system.